Event description:
Pt reported she had an ev3 stent implanted in her left leg due to complications with pvd on (B)(6) 2013. A few days after surgery she stated that she had the following symptoms: pain in her left calf and toes, numbing and tingling from her thigh down to her toes. On (B)(6) 2013, she had so much pain that she was not able to walk two feet. The next day the doctor ran some tests and by the (B)(6) she was told to get to the hospital immediately. She had emergency surgery due to a large blood clot in her left leg. She stated that she is unsure if the stent was removed at that time but she knows that 3 more stents were implanted during surgery. She reported that she continues to have pain and will need additional surgery.